Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. .other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device longevity was found to be below the expected limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent out to the vendor for further evaluation. An internal battery anomaly was found to cause the premature battery depletion.

Event description:
Patient presented to the clinic with the device at eri. Patient reported receiving a vibratory alert. The device was explanted due to suspected premature battery depletion.